Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient(pt) who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that pt had felt pain around the implant site at times and reported it has been uncomfortable to lay on at times. Pt stated they are not currently feeling this. Pt stated they didn't know if exercise "lifting legs up and down" could cause this. Pt reported that recently they have been getting a burning sensation at implant site. Pt stated this has all subsided now. Agent inquired if pt has had any recent trauma/falls and pt reported they had a fall in the yard where pt tripped over sidewalk, but pt stated they fell forward and caught their fall. Pt inquired if it is normal to feel pain around the implant site. Reviewed healing factors and redirected pt to hcp to further discuss symptoms and check implant. Pt inquired about how easy it is to disrupt the implant. Pt stated the burning and "stinging" sensation started "within this past month" and stated this is a new thing. Pt reported over time they would touch back on implant site and reported it "felt very tender". Agent did not ask about the circumstances that led to the reported issue. The patient was redirected to their healthcare provider to further address the issue. Pt stated they couldn't find any information in "booklet" about colonoscopy guidelines. Agent tried to inquire which manual this was related to and pt did not provide and answer and clarified that the information is not hard to follow, just that it covers two ins models is what's hard to follow. Pt stated this is because some of the information doesn't pertain to pt's implant when pt thought it did since the manual covers two implant models. Agent did not ask about the circumstances that led to the reported issue. No further complications were reported/anticipated at this time.